Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection of a pusher wire revealed that it was stretched and kinked. The distal part was detached and not returned. Microscopic inspection of pusher wire revealed that the proximal end has a smooth surface. The distal part was detached and not returned.

Event description:
Reportable based on device analysis completed on 17dec2020. It was reported that the spring coil was stuck. The target lesion was located in the femoral artery. A 10mm x 30cm f-idc interlock coil was selected for use. During deployment, it was noted that the spring coil stuck and could not be used after several attempts. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable post procedure. However, device analysis revealed that the pusher wire distal part was detached and not returned.